Event description:
The customer reported that the 9800 system filament regulator failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced and the filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.